Event description:
A (B)(6) male admitted on (B)(6) 2012 for a laparoscopic roux-en-y gastric bypass procedure. During the procedure, it was noted that the graspers were "rough" and were cutting the serosa. The surgeon reported that there was no full thickness perforation but there were multiple small tears, 4 of which required sutures. The pt had an ugi series per routine for this type of surgery on pod 1. This was negative for leak or obstruction. The pt did well post-operatively and was discharged to home on pod 2. The manufacturer has been notified and is expected to come and smooth all of the graspers.